Event description:
A malfunction was reported by the customer, identified with a specific code that was resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues reoccurred, which was understood and acknowledged by the customer.